Event description:
Noted upon removal of intra-aortic balloon from pt. There was blood inside balloon. Upon exam small hole detected at base of balloon. No blood in catheter line, extension line, nor console. Inserted 7/21/00. Removed 7/24/00.